Manufacturer narrative:
E1 correction: the reporter's information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Event description:
It was reported that the ipg has not been able to communicate with external devices since patient underwent an open-heart procedure. It is unknown if the device was placed into surgery mode. In turn, ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Correction to section b5 details of regulatory report number MDR-2024-47593. A patient's controller's screen has come off the device was reported to abbott. It was determined the patient had an open-heart surgery and has since not been able to communicate with their ipg. Patient's controller came apart the next time they tried using it, the controller was no longer functioning. Patient is unsure whether the ipg was placed into surgery mode. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was unable to communicate with external devices as such it was determined that the ipg had reached end of life (eol) and was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.